Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the syringe needle and cartridge to resolve the issue. Customer¿s blood glucose was 300-400 mg/dl.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, the customer experienced a blood glucose (bg) level of 49 mg/dl. The customer was dizzy and nauseous. Emergency services were called, and bg level was treated with carbohydrates. Reportedly, the customer miscalculated a bolus delivered to address candy consumed. Customer changed the syringe needle and cartridge to resolve the fill resistance issue.

Manufacturer narrative:
B1, b2, b5, h1, h6 health effect clinical code, h6 health effect impact code, h6 investigation conclusion code 61- added. B1, b2, b5, h1, h6 health effect clinical code, h6 health effect impact code, h6 investigation conclusion code 61- added.